Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions) h6: type of investigation, labelling review. H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for device not completely de-aired during flushing and preparation was confirmed with empirical evidence based on information provided. However, no manufacturing non-conformities could be identified. With the information available, a definitive root cause was unable to be determined. Potential root causes may include variations in procedural use or air from a non-pascal source. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per new information, the preprocedural regurgitation was severe (+4). Patient had uneventful recover and was discharged.

Event description:
As per the report received from thailand, edwards received notification of a pascal precision procedure in mitral position. During procedure, there was air embolism after guide sheath (gs) insertion and the patient experienced st elevation. There were no issues during device preparation. The gs handle was elevated while inserting into the patient, and had remained empty about 20-30 seconds before implant system (is) introduction. Full 45cc aspiration was performed, and no air bubbles were observed on the syringe while aspirating. When inserting the device, air embolism occurred and the patient experienced st elevation for 30-60 seconds. Bubbles were visibly noted on echo before and after is insertion. It continuously happened during the procedure. No treatment was required. The procedure was continued, and the final mitral regurgitation grade was 1.

Manufacturer narrative:
H6 health effect - impact code: non-serious injury/illness/impairment the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.